Event description:
Pt had the stent implanted. Ten days after implantation pt broke into hives and was treated for allergy and hospitalized where angioplasty was performed. During surgery it was difficult to stop arterial bleeding. They had chest pain, breathing difficulties, chills. They were put on prednisolone, benadryl and lortab. They stopped the medications. They are now on vasotec and norvasc. Has an appointment with doctor.